Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-knee replacement arthroplasty surgery, the patient experienced post-operative infection. Incision and drainage with polymer exchange was done.